Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic lower display. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the gui (graphical user interface) printed circuit board (pcb), updated the backlight inverter pcbs, and updated the software. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A graphical user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The gui pcb was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u63) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.